Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump touch screen was unreadable. Reportedly, the screen had a line that blocked graphics and text. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.